Manufacturer narrative:
Baxter has attempted to request the pump for evaluation and obtain additional information about the event, but the reporter has not yet returned the phone calls. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported an incident that occurred during patient infusion of morphine, while on a pca ii pump, after surgery. During treatment patients heart stopped. Full cardiopulmonary resuscitation (CPR) was administered to the patient. No additional information was provided regarding the patient's admitting diagnosis, past medical history, sequence of events, concentration of the medication, rate and dosage prescribed. The patient's current status is unknown. The facility is conducting an investigation for the event.